Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med station was not communicating with cii safe. A technical support specialist performed cii safe and med station console steps to resolve auto restock issues. Restarted services, backed up database, deleted inventory, and resent messages using pocket2spi utility. Monitored message drain and verified inventory updates. Confirmed auto restock counts were accurate after completion. Selected correct facility on es server and sent inventory messages in batches of 10 using admlocations.txt. Monitored message flow via cii safe until all messages drained. Deleted invalid inventory records via structured query language (sql) and restarted cii safe. Confirmed accurate auto restock counts after completion. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter facility name - (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.